Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s7-3t model transducer stuck in an articulated position. The transducer was extubated without harm. There was no injury associated with this event.

Manufacturer narrative:
The transducer evaluation resulted in the inability to confirm the articulation failure. The device articulated properly. However, an unknown sticky substance was found on the control knobs which may have contributed to the articulation issue described by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The transducer evaluation resulted in the inability to confirm the articulation failure. The device articulated properly. However, an unknown sticky substance was found on the control knobs which may have contributed to the articulation issue described by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.